Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h3: the actual sample was provided for evaluation. The visual inspection by naked eye of the product showed the product was wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The caused was a crack in the welding of the seam. The cause of the crack was manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 170h had an external fluid leak from the header on the venous side. There was no patient involvement. No additional information is available.